Manufacturer narrative:
(B)(4). Batch # iyzd09052. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the blade not advance, the jaws did not close and the device did not cut the tissue? Were the jaws closed, the blade did not retract and the jaws would not open? If yes: did the surgeon attempt to manually open the jaws with his fingers? If the surgeon did not attempt to manually open the jaws with his fingers: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy that the surgeon tried to cut, but the blade would not retract. No additional information was available. It is unknown how the procedure was completed. It is unknown if there were any patient consequences, however, none were reported.